Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote follow up, oversensing was noted on the right ventricular (rv) lead, however, no intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.